Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. The insulin pump was monitored during testing and no display anomaly or full black screen noted. The device was received cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working. The customer was about to do a bolus when they received an unexpected restart alarm. The customer took the battery out and inserted a new battery. The customer's blood glucose level was unknown. The customer was troubleshooting for the alarm when their insulin pump got a full black screen. The black screen did not disappear. The customer was advised that the device would be replaced and agreed to return the product for analysis.